Event description:
Complainant alleged that during a shift check, the autopulse® platform displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
Product in complaint was returned to zoll on 10/10/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection of the platform was performed and the top cover and front enclosure were observed to be cracked. The battery lock was also found to have been bent. From the condition of the platform, the damages to the platform appear to have been due to wear and tear. The platform was functionally tested and the reported issue that the platform displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) message was duplicated during power up. Further inspection determined that the cause was due to both load cells not functioning properly. The archive data showed that the reported ua 7 code occurred on the reported event date of (B)(6) 2014. No other user advisories were observed on the reported event date. Based on the investigation, the parts identified for replacement were the top cover, front enclosure, battery lock and two load cells. In summary, the reported complaint of the platform displaying a ua 7 code was confirmed during functional testing as well as archive review. The cause was identified to be both load cell modules not functioning properly. Following service, including replacement of the damaged parts identified during visual inspection as well as both load cells, the device passed all test criteria.